Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. An ER pt sample was tested for accu tni and a result of 2.91ng/ml was obtained. The accu tni result was reported out of the lab and questioned by the floor. The customer re-tested the original sample for accu tni; the result was 0.02ng/ml. In addition, the original sample was tested for accu tni on a different instrument in the customer's lab and the result of 0.01ng/ml was obtained. The customer did not receive any report of change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications. System check performed in 2006, was within specifications. The sample was collected in plastic, sodium heparin tube without gel and centrifuged at 3,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab the following month. The fse performed diagnostic testing which failed. The fse changed mixer roller and bearings. The fse re-ran diagnostic testing which passed within specifications. The fse verified that the instrument was operating within specifications. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.